Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant, high out of range pacing impedance values were obtained upon lead-device connection, into the right atrial header port. Both the newly implanted right atrial and right ventricular leads were used to confirm the consistently high out of range measurements within this header location. Additionally, it was reported that lead terminal pins were removed and cleaned several times, however the issue persisted and the device was removed. Another device of same model type was then selected for implant and the procedure completed with no additional complications. The attempted implant unit is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An is-1 lead was connected to each of the ports. The auto lead detect feature functioned as expected and normal impedance measurements were obtained. Review of device memory did not identify any out of range impedance measurements recorded.